Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). This is the second battery now within a couple of weeks of the warranty expiring, that the battery is failing. I have a battery that's warranty expired (B)(6) 2017 that is now not working. It causes our drill to stall out and actually caused a drill bit to get stuck in a patients leg today mid surgery. He was unable to remove the broken off drill bit from the leg as it broke off right at the bone level and did not want to cause more trauma.

Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service (ats) department. The product was manufactured on april 4th of 2014. The last repair took place on the (B)(6) 2016 by ats. An evaluation of the battery showed 0 charge cycles and 0 error messages, most probably due to the fact that the battery has already been reset at bbraun (B)(6). The battery is high-impedance and low capacity. This is most likely due to wear and tear. According to the stamp on the battery, a maintenance was recommended in (B)(6) 2017. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. Conclusion and root cause: the failure is most probably user/wear related. No CAPA is necessary.